Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported the patient's blood glucose level rose to 697 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having nausea and dizziness. The patient reports they had drank water. The patient had gone by ambulance to the hospital. The patient reports once at the hospital the pod was removed from the insertion site. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 3 days. The patients pod will not be returned as it has been discarded.